Event description:
It was additionally reported that the patient was admitted on (B)(6) 2025, and computed tomography of the chest and chest x ray were performed. The patient was then placed on intravenous cefepime, ceftriaxone, and cultures were negative. The patient's respiratory condition continued to decline and was placed on comfort care on (B)(6) 2025. Their code status changed to no code and their implantable cardioverter defibrillator was deactivated. The patient passed away on (B)(6) 2025 and the device was turned off. No autopsy was performed.

Manufacturer narrative:
Section b1: type of report corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files could not confirm the reported elevations in power and pulsatility index (pi), as the pump appeared to be functioning as intended at the fixed speed. No unusual events or alarms were noted. Additionally, a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this investigation. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure, infection, bleeding, and death that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including pump power and pulsatility index. This section explains that pump power is a direct measurement of motor voltage and current. Therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also explains that device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. Section 1 also notes that any increase in power not related to increased flow causes erroneously high flow readings. Sections 1 and 4 of the IFU also state that the pi calculation represents cardiac pulsatility, with values typically ranging from 1 to 10. Generally, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, lists infection as potential late postimplant complications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. This section also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic stating the system controller was reading abnormal numbers at one point in the previous week, 9000rpm, high power and high pulsatility index. The patient stated that this has not happened since. The event log file was full of pi events on (B)(6) 2025. The data from the previous week had already been overwritten by recent pi events. The cause of the abnormal readings was not determined, and the patient had no more of those events. The patient had no symptoms at the time of the readings. The patient passed away on (B)(6) 2025 due to acute respiratory failure secondary to pneumonia and intermural and periaortic hemorrhage in the thoracic aneurysm. The death was not thought to be related to the device and the device operated as expected.